Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was 5.6 mmol/l. It was also stated that the insulin pump had multiple power loss alarms. The device will be returned for the analysis.